Event description:
A customer reported that a system message displayed when the laser was turned on during a vitrectomy procedure. The customer checked the system interlock and restarted the laser but the message persisted. A significant delay was reported. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The interlock was reseated. The software was upgraded. Preventive maintenance was performed. The system was then tested and met all products specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).